Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was determined that the issue was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Model #/catalog #/serial #/lot #/expiration date - correction "9500-46, sts-gs-003, na, 5251279, 23-jan-2020"device manufacture date - correction "22-feb-2019". Labeled for single use - correction "yes."

Event description:
Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined.